Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after firing 3 staples, the forth staple did not come out from the stapler during orthopedic surgery. After this event occurred, the user attempted to fire without patient use a few times. At that time the same issue occurred inconsistently sometimes staples came out properly. As a result, a new unit was used. There was no patient injury.

Manufacturer narrative:
(B)(4). Report 3003898360-2018-00241 was submitted in err. It is a duplicated report.